Manufacturer narrative:
Exact date unknown, event occurred a few weeks from date manufacturer became aware of the event.

Event description:
It was reported that the patient was getting an end of life message in the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively.